Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -10.0/2.0/101 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a same length lens that was implanted vertically due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information: d9: 16-feb-2023. H3-device evaluation: returned product evaluation found the lens returned dry a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).